Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. Device history record review revealed nothing relevant to this event. The cause of this event could not be determined from the info available and without the device evaluation. This is the first complaint for this part/lot number combination.

Event description:
It was reported that during a rotator cuff repair that the implant broke before being fully inserted. Tip of the implant remained in the pt. Further pt info was requested without success. This device is used for treatment.